Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) hydrophilic tip detached, exposing the tip of the metal corewire. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire and an autotome were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the coating ptfe peeled and the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. Reportedly, the autotome would not advance over the gudewire. The procedure was completed with a new jagwire guidewire and the same original autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.